Event description:
Reporter is consumer who states that the pillow that accompanied the motorized wheelchair leaked. She called the distributor who told her to use toxic substances, kerosene, nail polish and rug-on. She is not allowed to use these substances because of her medical condition. The leak is like glue, that won't come off. She can't use the chair because she'll get stuck. The distributor won't tell her what the contents of the pillow leak is and she's very upset. "They know."